Manufacturer narrative:
The pump was returned to mmdg for evaluation. A DHR review was completed and found no non conformances. During the investigation mmdg found that the pump pcb board had failed, which resulted in the no flow out alarm failing. The pump was serviced to correct the issue.

Event description:
The initial reporter stated that the pump did not alarm no flow out as expected. They stated it failed to alarm. The initial reporter stated that the complaint had occurred during testing and had not had any adverse effect on the patient. [Complaint- (B)(4)].